Event description:
The customer reported to olympus, the nozzle of the evis lucera elite colonovideoscope had air and water supply failure. The issue occurred during inspection prior to use. The intended procedure was an endoscopy. The intended procedure was completed with a different device. Inspection and testing of the returned device found the nozzle had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The customer reported that the foreign material was dimethicone. The customer reported that the air/water nozzle was flushed with the detergent solution. The device evaluation found that due to clogging of the nozzle, the air and water supply volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in up direction did not meet standard value. Adhesive on the distal end had a crack. The scope connector was dirty due to water leakage. In addition, the scope connector, the protector of the universal cord on scope connector side, the scope connector cover unit, the universal cord, the protector of the universal cord on control section side, the flexibility adjustment ring, the grip, the scope cover, the switch box, the lock engagement lever and knob, the up/down-right/left knob, the control unit, the plastic distal end cover, and the connecting tube were all scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause of the foreign material that remained in the device could not be identified. The cause of the foreign material that remained in the device from the obtained information could not be specified. It was confirmed that the reprocessing was conducted in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.